Manufacturer narrative:
(B)(4). Physio-control replaced the user interface pcb, system controller pcb and irda flex assemblies to observe proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
Physio-control evaluated the device and found that it would power on/off by itself. There was no patient use associated with the event.